Event description:
It was reported that during a surgical procedure, the blade broke at the mount. It was also reported that this event did not result in any delay and there was no patient injury.

Manufacturer narrative:
The blade subject to this MDR was returned to the manufacturer for evaluation. It was visually confirmed that the blade was broken at the mount. The returned part was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.